Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, when the transeptal needle was withdrawn after initial puncture, the sheath was aspirated prior to the wire being passed. Upon aspiration, 2 small pieces of plastic were found in the aspirated fluid. The sheath was not replaced and the procedure was completed with no consequences.